Event description:
It was reported that there was loss of capture on the right ventricular lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the full lead was returned and analyzed and no anomalies were found. However, the proximal conductor was distorted, kinked/buckled. The distal connector was bent. The distal end of the lead was covered in blood. The outer insulation was melted, had environmental stress cracking, was breach cut and had cosmetic depression. The proximal conductor had blood in it. The outer insulation was breach melted. There was apparent explant damage. Concomitant products: 4076 implantable pacing lead (B)(6) 2010. (B)(4).